Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor communication. The patient reported that he tried charging on the day prior to the report and turn back his ins and wasn't able to charge. The patient reported that the recharger showed the reposition antenna screen and the patient programmer (pp) showed the poor communication screen. The patient reported that he needed an MRI and wasn't able to go into MRI mode. It was noted that the MRI wasn't related to the device. The patient reported that he had his ins off for a couple of months and hadn't charged. The patient reported that the reason why the ins was turned off was because the device was causing some issues with his leg. The patient reported that he either had a pocket of nerves or something going on. The patient reported that when the device was stimulating, it felt like something electrical was shooting across that pocket. The patient reported that it was helping his leg but was causing some other pain in a different part of the lower back. The patient reported that the healthcare provider (hcp) couldn't do an adjustment and they decided to turn the ins off until they figure out what was going on. The patient reported that the hcp said they were going to replace it or do something. Additional information was received from a hcp on (B)(6) 2018. The hcp reported that the ins was overdischarged. The hcp reported that the patient wasn't using or attempted to try and use the ins and indicated the battery was overdischarged. The hcp reported that the patient was okay with the ins being discharged/overdischarged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative and the patient. It was reported that the patient was getting shocking sensation at their pocket site. It was also mentioned that certain hospitals refused MRI even after guidelines were given. The rep added that the patient allowed their battery to overdischarge multiple times. The patient¿s device is being explanted and discarded. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp requested MRI guidelines. They stated that the patient¿s device has been dead for 9 months. The hcp stated that they filled out an MRI eligibility form. No further complications were reported or anticipated.